Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of "hi" mg/dl on their blood glucose meter. The consumer subsequently treated himself based on the reading and experienced a hypoglycemic event. The test strips in question will be returned for evaluation.